Manufacturer narrative:
The pod was returned to the manufacturer for evaluation. The received device had the cannula assembly fully deployed. Inspection of the device did not find any issues that would contribute to bleeding and bruising at the infusion site. A tear was in the soft cannula near the tip of the formed needle. The cause of the bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 21 mmol/l (379 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Blood was observed on the adhesive pad after the device was removed from the site. No further information was provided.

Manufacturer narrative:
Become aware date changed from (B)(6) 2018. Has also been updated to (B)(6) 2018.